Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately calcified shunt. A 6.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. During procedure, first inflation was performed at 10atm for 1 minute. However, the balloon ruptured upon second inflation at 10atm for 1 minute and pinhole was noted. The device was removed from the patient's body without any problem. The procedure was completed with another of same device. No complications reported and patient was in good condition post procedure.